Manufacturer narrative:
Customer technical support (cts) advised the customer to perform needle cleaning to clear the fluid dispensed. The cts also had the customer check for disconnected tubing and customer found tubing connected to diff shear valve (cvl85/126) was disconnected. The customer reconnected the tubing and performed the required cycles. The customer requested service to verify the instrument's performance. The field service engineer (fse) did not observe any leak upon arrival. The customer had already changed the tubing due to a pinhole at cvl85/126. The fse then performed verification of the instrument to meet the specified requirements per established procedures. The failure mode identified is likely to cause erroneous differential results due to incomplete aspiration or segmentation of patient samples and/or carryover from insufficient diluent delivery for rinsing between samples. (B)(4).

Event description:
The customer reported that more than 10 cc of clear fluid leaked from the lh750 at the shear valves of the blood sampling valve (bsv). There was no biohazard exposure to mucous membranes or open wounds and no erroneous results were generated for this event.